Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the solitaire unintentionally detached in the patient¿s brain. The patient¿s vessel was reported to have re-occluded at the site of the stent retriever. The pushwire was discarded at the site.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the solitaire unintentionally detached in the patient¿s brain. The patient¿s vessel was reported to have re-occluded at the site of the stent retriever. The pushwire was discarded at the site. 09jul2020 additional information: one retrieval was made with the solitaire prior to the separation event. Friction/ resistance was not felt when delivering or retrieving the solitaire. The tici prior to intervention was 0. The tici post intervention was 1. After the device separation, the treating vessel was not revascularized. The vessel anatomy was normal in tortuosity. It was reported that the patient underwent a hemicraniectomy. A trach and g-tube were placed. The patient pre-existing condition and medical history was unable to be provided by the customer. The separated solitaire was left in the m1/m2 bifurcation to proximal to internal carotid artery (ica) terminus. The treatment location was the ica terminus. The patient diagnosed with stenosis proximal to the thrombus site. The solitaire was not torqued. There was no kinks or damage to the catheter. There was no damage to the solitaire prior to use. The microcatheter tip did not cover the solitaire¿s device proximal marker during the attempted retrieval. No additional attempts to retrieve the separated solitaire from its current location will be made. It was initially attempted to retrieve the separated solitaire with a second solitaire, during the intervention but was not successful. The clot characteristics are unknown, but it was able to be crossed with the microcatheter. A continuous flush was used during the procedure.